Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed and the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2267 (air in line) alarm occurred on the homechoice (hc) device, during dwell 1. The home patient (hp) was connected at the time. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) advised the registered nurse (rn) to re-set up with new supplies. When the rn opened the door, they noticed an air bubble in the cassette. The rn was going to set up the hc with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.